Event description:
On (B)(6) 2024,senseonics was made aware of an incident where user reported low glucose event on (B)(6) 2024 where sg was 47mg/dl and bg was 93mg/dl.after dms review,we confirmed that the sg was 47mg/dl and bg was 93mg/dl and user received a low glucose alert at 7:54:12 am, when the sg was at 47mg/dl.user didn't seek for medical treatment and stated there were no low glucose symptoms.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving low glucose on (B)(6) 2024. The user mentioned that the bg at the time was 93 mg/dl and sg was 47 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2024 at 7:54 am, bg was 93 mg/dl and sg was 47 mg/dl. A review of the alert history indicated that the user did receive a low glucose alert at 7:74 am, when the sg was at 47mg/dl. The user did not seek medical treatment and believed that they were not having a low glucose event. The user's hcp was not aware of the event. The user was advised to follow up with their hcp for any necessary medical guidance. In an associated case for the user's complaint about sensor inaccuracy (complaintrec-51268), an initial review of the system indicated some differences between sg and bg values, potentially due to early wear. It is expected to see some differences during the initial days of the use, as the system is stabilizing after insertion. The user was advised to continue using the system, entering calibrations when required. The user agreed with the instructions and was educated about lag and early wear period. The sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. The root cause of the reported inaccuracy can be attributed to early wear adjustment. B4.date of this report updated to 11 december 2024. G3 date received by the manufacturer ? 11 december 2024. H3.device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.